Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the pump touchscreen "froze" and prompted the loading sequence over. Additionally, it was reported a cartridge change error occurred during the loading sequence and a minimum fill notification occurred after filling a cartridge with 120 units of insulin. The customer¿s blood glucose level was 300 mg/dl. Customer added insulin to the cartridge and loaded it successfully.